Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge and was not performing the air removal step properly. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading. The customer declined to provide additional information with tandem technical support regarding the blood glucose.